Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was in 400¿s mg/dl at the time of the incident. Patient's current blood glucose: 112 mg/dl. The customer does not allege pump was under delivering. Customer declined to perform the troubleshoot for high blood glucose. The pump will not be returned for analysis.